Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 06-feb-2018 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment and cap were undamaged and fit securely. The pump powered up with auditory and vibratory alarms to a blank display. The battery cap contact measurements were within specifications. The battery cap was fastened and unscrewed a half turn with no reboots. The power issue was unable to be adequately reported. The pump cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.